Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-15989 3006705815-2022-15988. It was reported that the patient experienced ineffective therapy due to invalid impedances. As a result, the patient underwent surgical intervention and had their leads explanted and replaced. Patient now has effective therapy.